Event description:
It was reported that the surgeon was performing a low anterior resection. The device was fired with difficulty as a result the anastomosis was incomplete. Or time was extended by approximately one hour. The case was completed with a same like device. There were no patient consequences.